Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Customer¿s blood glucose level was 121 mg/dl. The customer reverted to an alternate method of insulin therapy.